Event description:
It was reported that the pt had just received notification of recall from her surgeon. Patient states, she has been experiencing "a lot of stomach pain" for the last several months and wonders if it might be because of the mesh. We suggest that the patient see her surgeon or gp to determine cause of her pain.

Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.